Event description:
Device 1 of 2. Reference MFR report # 1627487-2012-00672. During a lead replacement procedure (B)(6) it was reported the physician experienced difficulty advancing the new lead into the epidural space. Trimming was allegedly needed to facilitate placement. During the surgery, a drain had to be inserted which reportedly remains implanted in the patient. In addition, blood and fluid had to be removed from the ipg header block before completion of the procedure. Post operative programming found an impedance issue with one of the contacts on the newly implanted lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.